Manufacturer narrative:
Evaluation: the reported device was returned for inspection. Visual inspection notes that the cxi catheter was elongated and is lodged on a competitor wire guide. The proximal segment measures 63.9 cm in length and the distal segment measures 87.2 cm in length. Dynamic pressure testing, burst pressure testing, tensile testing and bioburden testing have been performed. The catheter force break meets the standard requirement of 5 n with a substantial safety margin as shown in design verification testing. The process of fusing the catheter shaft has been validated. The reported event is indicative of applied excess force during usage to advance and withdraw the cxi through areas of resistance (against IFU recommendations). A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
During a lower limb artery occlusion procedure on the (B)(6) male patient, the surgeon punctured through the right femoral artery and placed the vessel sheath. Upon completion of the sheath placement, the surgeon advanced the cxi support catheter along the wire guide and met with resistance. The surgeon encountered further resistance when attempting to withdraw the catheter back and the catheter detached. The detached fragment was removed using the 4f spinal canal and v18 guide wire that had been previously placed at the bottom of the pretibial artery. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.